Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, dyspareunia, vaginal soreness, burning, abdominal pain, back pain and multiple urinary tract infections. It was reported that the patient underwent vaginal mesh revision with cystoscopy on (B)(6) 2011 due to exposure. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, hesitancy, and urinary incontinence.